Event description:
63 yr old patient, confused, restless, attempted to get out of bed. Patient found chest up caught between the footboard at the mattress and lower siderail. Patient was pulseless and without respirations. Patient was coded successfully.